Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Pop rivets that secure the saw capture attachment, broke off during resection of patella, and fell into the wound. All pieces recovered. 5 minutes delay in surgery. No adverse event to patient.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A supplied photograph of the device confirms one of the two cutting guide bridges was no longer attached. There appears to be damage and evidence of multiple previous usages. A search of the complaint database found additional reports of saw capture breakage against product code 865034 pfc*calibrated pat cut gde. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing.. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.